Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 125 and 287mg/dl. Tests were done within 10 mins. Pt did not experience any adverse events. No further information has been reported.